Event description:
(B)(6) 2025 an IV connector was used to connect the infusion tubing, allowing the fluid to enter the patient's bloodstream. During the procedure, a fracture was discovered at the connector inlet, preventing the medication from entering the patient's body.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 5031465. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.